Event description:
(B) (4) clinical study. It was reported that during a coronary artery stenting procedure, the patient experienced a slow flow. The patient presented due to unstable angina and was referred for cardiac catheterization. Lesion #1 was located in the proximal right coronary artery (rca) with 95% stenosis and was 10 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct stent placement and a 3.50 mm x 28 mm liberte stent. Residual stenosis was 0%. Pre-procedure thrombus and post-procedure thrombus were present. Poor flow and st elevation was noted post stent deployment. The patient complained of severe chest pain. Resolved with ic verapamil. Lesion #2 was located in the 1st obtuse marginal (1st ob marg) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement and a 3.50 mm x 16 mm liberte stent. Residual stenosis was 0%. At the time of this event, the patient was taking aspirin and clopidogrel. The next day, post-index procedure/ prior to discharge, the patient experienced elevated troponin levels qualifying as a myocardial infarction. The patient was also treated with eptifibatide and heparin. The patient was discharged later that day on aspirin and 10 mg of prasugrel. In the opinion of the physician the mi is unrelated to the taxus stents.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).